Event description:
It was reported that the patient experienced a lack of stimulation after tripping. Additional information has been requested from the hcp, but was not available as of the date of this report.